Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a prime/fill anomaly on the insulin pump. Customer's parents stated that when they do an infusion set change, the insulin keeps coming out. Customer stated that the insulin continues to drip after the motor stops during the fill tubing process. Customer reported that the insulin was squirting out during the load reservoir/fill tubing process. Customer heard the motor stop when it was in contact with the reservoir to allow the load reservoir process to complete. Customer was advised not to manually push insulin through the tubing. Customer stated that the insulin did not continue to drip after the motor stopped. Customer also had issues with air bubbles when they would go to fill the reservoir. Customer was advised to monitor the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.